Event description:
Anonymous report received that indicated "one pt incident occurred due to a delay in treatment. A pt was receiving an infusion of medication due to low blood pressure. When pump failed (it alarmed properly), there was a delay in getting replacement pump. The bp dropped during delay." Due to customer anonymity, no further info could be obtained.

Manufacturer narrative:
The device was not identified by serial number; therefore, it will not be returned for investigation. (B) (4)